Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the atrial side of the generator was not pacing. It was noted that one case screw was contaminated and that the generator needed the updated battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial pacing of the external pulse generator (epg) was not working. It was noted that it tested okay. The epg was returned for service; it was also returned for test and calibration. No patient complications have been reported as a result of this event.